Event description:
It was reported that during an implant procedure, the patient experienced heart failure as the catheter was being used and emergency rescue was done. The procedure will be rescheduled when the patient's heart failure is better-controlled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.